Manufacturer narrative:
H11-manufacturer narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction of irido-corneal angles, shallowing of the ac and elevated iop. Lens was exchanged for a shorter length lens and problem resolved. Cause of the event was reported as unknown.